Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient was implanted for bladder. Patient reported that on (B)(6) she had a fall and a chair landed on her back and butt and ever since that day the patient had been feeling stimulation going down their right leg and curing her toes when they go to the bathroom to pee or have bowel movement. This only happens when she has the urge to pee or have a bowel movement and that she never had it before. No further complications were noted or anticipated